Manufacturer narrative:
One device was returned with its host pump and evaluated together. Evaluation could not duplicate the reported failure after all attempts were made and review of event history log confirmed occurrence of the failure. Based on the evaluation results, no fault was found with the wireless connectivity functions of the comm module.

Event description:
It was reported that the device alarms for intermittent connection between module and pump, this was an out of box failure. There was no patient involvement.